Event description:
It was reported during the pt's revision surgery (red medwatch # 1627487-2014-08164) the physician experienced difficulty placing the new lead due to scar tissue. After multiple attempts the physician removed the lead and another lead was used to complete the procedure. The pt reported receiving effective stimulation therapy postoperative. The procedure took approx one hour and 30 minutes.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the reported event could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.